Manufacturer narrative:
(B)(4). Thrombosed external hemorrhoid - swelling in the anal tissues caused by a clot (or "thrombus") in one or more of the small veins in the anal skin. A review of the aquabeam robotic system's log file could not be conducted as the date when the aquablation procedure took place is unknown. A review of the device history record (DHR) for serial number (B)(4) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A historical review for similar complaints confirmed no other similar events have been reported to procept biorobotics. A root cause for the reported event could not be determined. No device malfunction was reported or confirmed through the investigation performed by procept.

Event description:
On 18-april-2022, procept biorobotics corporation became aware of an article published on 25-jan-2021 in the investigate and clinical urology (icurology) that included details of 14 adverse events reported in patients within 90 days of undergoing an aquablation procedure. Most procedural-related adverse events were classified as clavien-dindo grade 1 or grade 2. This report is being submitted for one (1) event classified as clavien-dindo 1 due to a thrombosed external hemorrhoid treated conservatively. No grade 4b or grade 5 complications were noted. No device malfunction was reported during these procedures. All pertaining information available to procept biorobotic is being submitted with this report. This is report 5 of 13.